Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 560mg/dl. The customer was experiencing unexplained high glucose for the past three days. The customer stated that she was receiving no delivery alarms. Troubleshooting was performed. The alarm history revealed multiple no delivery alarms. The customer stated that she cleared the alarms, but did not change the infusion set, and the alarms continued. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 34mg/dl, and she has been treated with the insulin pump and a manual injection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.